Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of broken device was reviewed on november 14, 2023. It is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: broken device: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 16/nov/2023. Additional, changed, and/or corrected data: d9.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.